Event description:
Patient claims to have received a shock in the middle of the night. Upon interrogation this morning, the device was in back-up mode. Device reset performed. This device remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. With regard to the issues as mentioned in the complaint description, the analysis did not show any conspicuities. In particular, no shocks were recorded on june 16, 2011 and on june 17, 2011. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.